Event description:
During procedure, instructed to cardiovert patient. Lifepak charged but could not deliver shock. Staff attempted to charge and deliver shock second time. Lifepak would not deliver shock. Staff turned off the machine and back on during procedure. Lifepak then delivered shock. Of note, self-test on lifepak was successful morning of procedure.